Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous transcatheter drainage of a liver cyst, the user injected contrast into a ultrathane mac-loc locking loop multipurpose drainage catheter and leaking was observed at the joint. The catheter was removed and replaced with another like device. The procedure was completed as intended and the patient did not experience any adverse effect due to this device issue.

Manufacturer narrative:
A review of the complaint history, dimensional verification, device history record, instructions for use (IFU), documentation, and visual inspection of the returned device was conducted during the investigation. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows one nonconforming event. Due to the individual nature of this manufacturing process, a nonconformance in one device does not indicate non-conformances in the rest of the lot. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.